Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) reported that the customer needed an account corrected because the user had issued medication for the wrong patient but had never removed it. Since the client did not have cycle count access, the tss advised the customer to contact the pharmacy for further assistance.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user required an account correction after issuing medication to the wrong patient but did not remove the medication. The customer confirmed that they did not have cycle count access. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.